Event description:
Boston scientific received information that the patient with this device and right ventricular lead was seen for a routine follow up. An episode had been stored that showed noise that was oversensed which lead to approximately 2.4 seconds of asystole for the patient. The noise was not able to be recreated in clinic. The right ventricular lead also displayed a low r-wave measurement. Lead impedances were fine and stable. The patient will be seen in two months for follow up. There were no adverse patient effects reported. The system remains in service.

Event description:
Subsequent information indicated that a lead revision procedure was performed. The pace/sense portion of the associated rv lead was capped and an existing chronic lead was then used for pace/sense purposes. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.